Manufacturer narrative:
Cine review: procedural images of the case were reviewed by a clinical expert. It was commented that not all of the images are presented on the cd supplied and it is possible they are not presented in chronological order so review is observations only. The initial images show a guide cath placed through the evolutr to the lm coronary artery. Further images show dissection of the lm/ aortic dissection. Also the lad at the distal bifurcation shows a balloon dilated with opening of the balloon. There is no flow established in the distal lad after that. 2 guide catheters are present, one in the lm and the other in the sinus below the lm. There is now an extension of the lm/lad dissection into the proximal lad crossing over the origin of the cx. Later images show an extending aortic dissection. Part way through the recording the guide catheter changes to a new shape but no contrast is injected, but there is a new wire in the lad. On review the judkins catheter is seen acutely kinked as it exits the stent frame, into the lm. Still frame showing lm dilatation with the balloon inserted part in and part out of the eb catheter. Another still frame of the contrast trapped in the dissection in the left coronary sinus. Other images capture a correct size balloon inflated in the lm. However the dissection flap after cover s the origin of the cx, and extends down the lad as a spiral dissection. The guide wire remains in the distal lad where no flow is established. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Patient present with stemi and had a transcatheter bioprosthetic valve previously implanted. The physician performed pci using a launcher guide catheter and implanted a drug-eluting stent in the left anterior descending artery. When attempting to remove the guide catheter, it caught on the transcatheter valve frame. The site did significant manipulation, which caused a dissection of the lad. After dissection, second guide placed at the ostium. A stent was placed to attempt repair of the dissection, but still could not remove the stuck guide catheter. During manipulation to remove the stuck guide catheter, a dissection of the left anterior descending artery occurred. A second guide catheter was placed at the ostium and a stent was placed in an attempt to repair the dissection, but the stuck guide catheter still could not be removed. Cardiopulmonary bypass (cpb) was initiated and the patient was transferred to a hospital that performs tavr. A skilled team attempted to remove the catheter, but was also unsuccessful. During the attempt to remove the catheter, because the patient was not fully heparinized, a clot lodged in the left main coronary artery. The clot was removed and a temporary pacing lead and balloon were placed due to complete heart block (chb). The patient/family declined surgical intervention and the patient died. The physician's opinion is that the reason that the patient expired was the clot, but they could not get the guide catheter out without surgery. The physician believes this is related to the shape of the catheter. In the physician's opinion also, the bottom line is the guide catheter was the wrong choice but the team who put it in wouldn't know that since it was not a tavi center.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.